Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient who was implanted for bladder and bowel on the day of the call that since implant they had no urge at all for bladder and bowel and that they were not going. The patient also reported they were ¿woosie¿. The patient was redirected to follow up with their health care physician (hcp). Additional information was received from the patient on (B)(6) 2018 where the patient re-iterated they had the implant done on friday. The patient reported their reason for calling was to get education on the interstim implant and to know what they should be doing. It was noted the patient had not yet spoken with their hcp. While on the call, considerations with reaching out to the hcp to get instructions on what the patient should be doing post-implant were reviewed. The patient reported they didn¿t feel any stimulation from the ins. It was reviewed with the patient that the interstim was possibly turned off but before patient services could review how to connect the programmer with the implant, the patient stated that they would follow up with the hcp to get instructions first. The patient indicated they would call back if necessary to patient services. There were no further complications reported.